Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A long torq wrch hex driver 1.25mmd for tw20 & tw30 (tw1.25l) was received for investigation. Visual inspection of the as returned product identified fracture at the tip of the driver. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, tooth location, and x-ray images are not relevant to the reported event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tw1.25l) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or device (tw1.25l). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive root cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot number: not provided.

Event description:
It was reported a fracture of a hex long driver (tw1.25l) when trying to place an abutment. Instrument was fractured at the tip. No impact to the patient was reported.